Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for a cardiopulmonary bypass procedure, the user reported that an arterial module failure error occurred. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.